Event description:
Bleached teeth for two nights and teeth hurt really bad. Called dentist and was informed to wait two nights and bleach again. Then bleached again 6 days after initial event. Next day went to see dentist. Showed dentist blisters on inside of lip. Informed to skip 2 to 3 nights and bleach again. Waited 6 days and it caused teeth to hurt badly again. Did not bleach anymore. Couldn't stand the pain anymore. For about 1 month continued to go to dentist once/twice weekly. Dentist put gel and sealant on teeth with extreme pain. Dentist saw tiny fractures on these teeth. Consumer used over-the-counter (advil, ultram) meds, but finally dentist prescribed prevident 5000. Later the same year their physician sent pt to endodontist for pain. Root canal was performed. Ended up having 2 more root canals and surgery on 1st root canal and tooth next to it. Then had a tooth extraction on tooth that had first root canal. Took about 11 months for pain to improve, but still bothers pt some. Pt states had pain, suffering and expense. When pt discovered 1-800-consumer number in 1/01, they informed consumer that product shouldn't have been used on sensitive teeth or teeth with hairline fractures, but states this was not on the box label.